Event description:
Boston scientific received information that during a routine follow up visit, a review of the electrocardiograms (egms) noted stored ventricular tachycardia (vt) episodes due to noise from this right ventricular (rv) lead. The caller reported that the noise only occurs when the patient raises his arm above his head and was seeing it every 50ms. The caller stated that the minute ventilation (mv) feature is programmed on for this device and inquired about how often the mv signal is sent. It was confirmed that the mv signal is sent every 50ms. It was also reported that this lead had previously exhibited out of range impedance measurements which triggered the lead safety switch (lss) on the associated pacemaker. A boston scientific technical services consultant discussed that the lss and the oversensing of the mv signal are most likely the result of a lead issue. A revision procedure was performed and a lead fracture was confirmed. The lead removed from service and replaced without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.